Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing on the right ventricular (rv) lead. Technical services (ts) reviewed the presenting electrogram (egm) and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.